Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for implantation of the lead. Physician attempted many locations after implantation, but the lead exhibited no sensing. Unknown malfunction with the lead was suspected. The patient was stable.

Event description:
New information received notes that the lead was not used and replaced with another lead in same procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.